Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a robotic hysterectomy procedure on an unknown date and barbed suture was used. The barbed suture broke during use. It was not noted how the procedure was completed. There were no patient consequences reported. No additional information is available.